Event description:
Consumer reported via email that upon removal of a tampon, the string separated from the pledget. She manually removed the pledget from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.

Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. Multiple attempts were made to obtain more information. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.